Manufacturer narrative:
Clarification to: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional data: b.5., b.6.

Event description:
Patient additionally reported pain and burning in superior quadrant that goes to armpit.

Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.